Event description:
It was reported that despite the placement of a magnet over the implantable cardioverter defibrillator (ICD), the ICD "continue[d] to fire making the patient yell". The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 8637-20 neuro pump, implant: (B)(6) 2016. 8780 catheter, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.